Event description:
It was reported that postoperatively the right atrial (ra) lead had dislodged when the patient was moving their left arm. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.